Event description:
It was reported that on (B)(6)2024, two sleeves from the large distractor set were found by sterile processing department to have the wing nuts broke off inside the sleeves with the schanz pins still inside the sleeves. The schanz pins were unable to be removed. It is unknown when the event occurred. No further details were available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the customer reported that on sep 11, 2024, two sleeves from the large distractor set (394.46) were found by sterile processing department to have the wing nuts broke off inside the sleeves with the schanz pins still inside the sleeves. Unable to remove the schanz pins. Unknown when the event occurred, or which surgery it occurred in. It was unknown if there was any patient status/ outcome / consequences. The repair technician reported wing screw broke off inside sleeve . The item is not repairable per the inspection sheet. The cause of the issue is faulty parts . The item will be forwarded to customer quality. The evaluation was confirmed. Device history review: lot # provided is not a valid lot number for this device, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.